Event description:
It was reported as a general comment that the physician feels that the proglide device is difficult to handle during the arteriotomy closing procedure. He does not think there is anything wrong with the device, but thinks the learning curve is lengthy and it is easier to use non-abbott devices for arteriotomy closure. In an unknown number of occurrences, after attempted arteriotomy closure of an unspecified vessel using a proglide device, hemostasis was achieved using manual arterial compression. No adverse patient sequela was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence entered as (B)(6) 2013. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.